Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the reported stimulation issue; the external pulse generator (epg) failed functional test; flex interconnection issue (flex tape found out of electrical specification). Analysis also found the high rate cover and associated label were missing and the upper case was broken. (B)(4).

Event description:
It was reported the external pulse generator always stimulates and it is broken. The epg was returned for service. There was no patient involvement indicated.